Event description:
It was reported that the customer had an issue with high blood glucose levels. Customer went to see his health care professional. Customer was then sent to the emergency room due to having high blood glucose levels. Customer stated that he had been having high blood glucose levels prior to the event and when he went to the emergency room, his blood glucose was 280 mg/dl, but it had been higher. Customer stated that his blood glucose levels are in the mid 200 mg/dl range in the morning. Customer treated with the pump and no cause for the high blood glucose level was determined. Customer mentioned that it could be an issue with the pump delivery. Customer will call back to troubleshoot. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.